Event description:
Within the first week of using the product, the customer took a shower and noticed the adhesive was lifting slightly and also noticed the cannula had pulled out. Customer's mom stated that prior to finding cannula dislodged the blood glucose levels were up to almost 300mg/dl. The blood glucose levels were brought back in range after putting on a new pod.

Manufacturer narrative:
The product will not be returned for evaluation. A dislodged cannula would result in interrupted insulin delivery and therefore would have contributed to the customer's high blood glucose. Because the device was not returned, we are unable to conclusively state whether the product had a malfunction or defect. Omnipod's user guide cautions users to, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically." The lot was found to have met all acceptance criteria.